Event description:
Patient in mva 2003 - right tibia and multiple foot fractures - orif - im nail. Presented with infected nonunion to dr. In 1/2004, removed hardware, did an I & d, sequestrectomy, antibiotic beads and vancomycin times three. 6/2004 tissue healed and patient status post CABG - still nonunion. About six weeks later fibula osteotomy, repair nonunion, op1, icbg (iliac crest bone graft), placement of pain pump, 9/04/ wound healed - 0 adverse events.